Event description:
Kumar, f.r.c.s.(c), et al. "Complications of spinal cord stimulation, suggestions to improve outcome, and financial impact." J. Neurosurgery: spine 5, 2006; 191-203. The analyzed data was obtained in consecutive pts who underwent implantation of an scs device for chronic benign pain syndrome between january 1995 and december 2004. Two pts experienced discomfort over the implantable stimulator site and required device repositioning.